Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged one day post implant. The rv lead was extracted, checked and re-implanted. It was also noted that the left ventricular (lv) lead had dislodged one day post implant and the physician attempted to reposition however after testing multiple locations no usable capture thresholds could be found. The lead was explanted and replaced with a his lead. No patient complications have been reported as a result of this event.